Event description:
A consumer reported that spouse experienced hyperglycemia while using a one touch meter. On event date, pt decided not to take diabetes medications because blood glucose was "low" on ot meter. No info on blood glucose readings has been provided. After eating breakfast, pt's blood glucose was 41mg/dl on ot meter. Pt got concerned about ot meter reading because pt did not take any medications and decided to go to hosp. At hospital, pt's blood glucose was 1170mg/dl and pt was admitted for hypergylcemia. No further info was reported.